Event description:
It was reported that intermittent loss of ventricular capture was noted on the device. The device was explanted and replaced. No patient symptoms were reported.

Event description:
New information received indicated that the physician elected to downgrade from an implantable cardioverter defibrillator (ICD) to a pacemaker. The patient was stable before, during, and after the surgical procedure.